Event description:
Per medwatch report (B) (4) patient was admitted to outpatient surgery center for right anterior lateral greater saphenous vein endovenous laser ablation with multiple stab phlebectomies. Sheath was placed and laser fiber was advanced through the sheath. Click/lock method was used to hold the laser fiber in the sheath, although the surgeon felt that the lock mechanism was a bit loose. The laser was started and the sheath and fiber pulled back together, burning 100 joules per centimeter, total length of 16cm. When the laser fiber was pulled out through the skin incision, the laser fiber was flush with the sheath rather than protruding 2cm as is standard. The tip of the sheath was singed and, while they do not think that any part of the sheath was burned into the anterior lateral gsv, they cannot be completely sure that there are no residual burned pieces of plastic sheath within the patient. They looked to the click/lock mechanism which holds the laser fiber stationary within the sheath and the mechanism had come undone and the laser fiber was moving freely within the sheath. No additional information has been reported to the manufacturer.

Manufacturer narrative:
(B) (4): not returned to manufacturer.